Manufacturer narrative:
Device received alarming a32 followed by an e22 alarm, problem isolated to mother board. Unable to perform operating currents, self test and displacement test due to a32 and e22 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received new software release detected alarm. Customer's blood glucose value was unknown. Customer was assisted with troubleshooting. Customer did not receive a second new software release detected alarm after clearing the alarm. The device will be returned for analysis.